Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿unidentified loose object inside device¿ was confirmed. ¿ received on 05-mar-2026, pcu device was received unboxed and with paperwork. ¿ rattling sound was heard during unit shake test. Internal inspection revealed a loose screw. The screw was found to have fallen off from the regulated power supply board. ¿ loose screw inside the device. Workmanship at bd manufacturing. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center to re-torque the screw on the regulated power supply board to specifications. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had undefined loose object inside device. There was no patient involvement.